Event description:
The patient reported she had a visian icl lens implanted in 2008. The patient reported having a problem with the pupil dilating. Over time it has improved but the pupil responds slower and the patient has trouble focusing. The manufacturer's surgical medical scientific liaison contacted the patient and stated she is not aware of a similar situation where there is a longer pupillary reaction time following the implantation of the visian icl. It is usually expected during the first week following icl implantation, but resolves after that. The only situations where the pupil responds extremely slow, or becomes unresponsive, is if pupillary block occurs following icl implantation. The medical scientific liaison stated it has been noted for the pupil to be unresponsive for several months even after pupillary block has resolved. This condition is usually due to iris or pupillary shock. Droopy eyelids are usually due to the other factors (i.e. Eyelid retractor placed during surgery, ophthalmic medications, etc.) Which is unrelated to the icl itself. She stated she had no knowledge of any permanent ptosis (droopy eyelid) following the implantation of this lens. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(Problem with pupil dilating, trouble focusing, eyelid droops).